Manufacturer narrative:
.

Event description:
On an unknown date, approximately five years ago, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On an unknown date, approximately one year ago, estimated to be on or about (B)(6) 2018 a distal type I endoleak from the right limb and aneurysm enlargement of an unknown amount was reported for the patient. On (B)(6) 2019, the patient underwent re-intervention and the patient's right internal iliac artery was coil-embolized. An additional stent graft was implanted to extend coverage distally on the right side with intentional coverage of the right internal iliac artery. The endoleak was resolved. The patient tolerated the procedure.